Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue, and there was no adverse impact to the customer¿s blood glucose level. The malfunction code displayed was malf 0, which was resettable. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to reach out again if the malfunction reappears.